Event description:
The customer's family or friend reported via phone call experiencing high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The caller stated that the customer's doctor wanted to change the bolus correction and stated that she and the customer were able to successfully change the bolus amount. The caller was assisted with changing the insulin pump's sensitivity settings from 80 to 70. The caller was advised that the insulin pump was only approved for use by users who were 16 years and older per the federal drug administration. The caller stated that nothing led to the event. She noted that she and the customer changed the set two times the day prior and once again on the day of the call. She advised that the set changes were due to running low on insulin. The caller declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.